Manufacturer narrative:
510(k) no. Is k981676 for parent item. Device evaluation not possible as it remains implanted in patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with pre-operative diagnosis of lumbar spinal canal stenosis. There were patient symptoms or complications as a result of this event. Adjacent segment disease occurred on l3/4. Adjacent segment disease occurred on l3/4. Olif was performed on l3/4, posterior pps was planned. Re-operation was completed on july, 17. There was no malfunction of the implanted product. Bone fusion has been achieved between l4/5, the screw on l5 was removed, olif on l3/4 and posterior fixation were performed and the procedure was completed. Immediately after the operation, there was no problem with the movement of the legs.